Event description:
A burn discovered on the patient's back after a procedure.

Manufacturer narrative:
The hospital's risk management department did not allow the stockert generator to be returned to the service department. Subsequent follow with the customer indicated that the hospital's bio-med department evaluated the stockert generator and determined that the generator did not cause the burn on the patient's back. The generator was back in the ep lab for use after being cleared by the hospital's bio-med department. The customer also concluded that the patient's burn was more than likely an allergic-reaction of the patient to the tape/gel adhesive on the indifferent electrode pads, not a thermal burn. The professional education specialist determined that the customer used an approved manufacturer's indifferent electrode, valley lab single patch, model # 7506. The prof ed also indicated that all the ep lab staff received instructions for proper placement and preparation of the area during the initial installation training as well as during weekly case support.